Event description:
I began having constant yeast infections, the bleeding during periods worsen, as well as the clotting, sensitivity, being raw, bloating, increased migraines, constant ovarian cysts, and blood in my urine. Due to these side effects I've had to deal with chronic pain. After numerous testing and blood work, it was found that my body is reacting to the essure coil device. I am scheduled for a pre-op appointment on (B)(6) 2018 and surgery is scheduled (B)(6) 2018 to have the essure coil device removed. I can't wait because I'm ready for relief and to get my body back. I will never do this or choose any birth control that has to be implanted again. Lesson learned.